Manufacturer narrative:
No patient information provided as no patient was involved in this concern.return requested for suretrakii large passive array. No parts have been received by manufacturer for analysis.

Event description:
A site purchasing representative reported a suretrakii large passive array that had a stripped screw, replacement was requested. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the part has multiple nicks and scratches of a cosmetic type however the marker posts are intact. The device has good tracking geometry. Fully functional. The reported issue was unable to be replicated by a medtronic representative.